Event description:
Clinical trial. It was reported that 574 days following the initial procedure, the patient expired. The index procedure identified and treated one, de novo, mildly calcified, moderately tortuous, 90% stenosed, 3.0x16mm lesion of the proximal cx (circumflex). The lesion was treated with predilation and placement of a 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged two days later on asa and plavix. It was reported that the patient expired 574 days post procedure due to cardiomyopathy and pericarditis. No autopsy was performed. The investigator reported the relationship of the patient's death to the study device was unk. The patient was taking asa only at the time of this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. The root cause of this event is unk.